Event description:
Clinic notes from a visit dated (B)(6) 2016 were received for a replacement of the patient¿s generator. In the notes, it was provided that the last adjustment didn't help and he has had a number of seizures. He's had three generalized tonic clonic seizures in the past month. He'd like to go back to previous vns settings, and wanted to re-try increasing his lamotrigene. Additional relevant information has not been received to-date.